Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation filled with approximately 105ml in its bladder. Visual inspection showed no signs of blockage or physical abnormality. A functional test was performed by removing the luer cap from the unit¿s distal luer and evidence of flow was visually observed at the distal luer. The unit was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during patient infusion of fluorouracil (non-baxter product) and was noticed two days after the device was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - the event occurred from (B)(6) 2014 to (B)(6) 2014. The lot 13h048 was manufactured between august 15, 2013 ¿ august 16, 2013. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.